Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the patient got burned of 26.5 mm and insulating coating on needle was found peeled off at 6.2cm from the tip. A metal guiding attachment was used at the time of the surgery. An extra force may have been applied to the needle. Pictures provided.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Investigation of the photo found a small hole in the clear insulation. The hole was most likely caused by the needle contacting the guiding needle. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the patient got burned of 26.5 mm and insulating coating on needle was found peeled off at 6.2cm from the tip. A metal guiding attachment was used at the time of the surgery. An extra force may have been applied to the needle. Pictures provided. A 3rd degree burn on the patient at the site of the edge of the antenna was noted post-surgically. Skin grafting was required. Patient information was not provided.